Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a faulty mpu with a yellow wrench alarm, was confirmed when the unit was checked by technical service. The yellow wrench was due to a failure in the serial communication circuit. A faulty serial transmit/receive serial port ic on the mpu pcb assembly was found. The serial port is used to determine the type of controller the mpu is connected to; the returned mpu was unable detect that an ep controller (epc) was connected to it. The rsoc did not change (to an rsoc ~1.5 vdc) when an epc was connected to the mpu. The mpu pcb assembly in the unit was replaced; the repaired unit was tested and returned to the customer. Set up and use of the mobile power unit with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient went to bed using the mobile power unit (mpu) there was a loud alarm with no visual after 1-2 hours of the mpu working properly. The patient switched to battery power and the system controller still did not show any alarm message. When the patient plugged the mpu in the next day the wrench symbol showed up, with no audible alarm.